Event description:
On (B)(6) 2011,the surgeon performed a left side ifuse si joint arthrodesis on the patient placing two implants. The patient complained of left side pain that returned after the procedure. On (B)(6) 2012, the surgeon performed a second surgery where he added one implant as additional fixation for the si joint. No implants were removed.

Manufacturer narrative:
This complaint was reclassified as reportable after a complaint records review on 01/16/2014 and was not reported previously. Based on the information provided, review of surgeon training didactic, IFU and fmea, the most probable root cause is symptomatic late recurrence of symptoms. Two seven millimeter diameter ifuse implants were used during the initial surgery. The part numbers are unknown.